Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31697458l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a ventricular tachycardia ablation procedure with thermocool smarttouch sf catheter, the patient experienced discomfort and their vital signs trended downward. Echocardiography revealed pericardial effusion with no drainage performed. Additionally, steam pop was noted. The patient was followed-up in ICU. This issue occurred 3 hours after the patient entered the room, and 2 hours after the start of catheter use. Ablation was discontinued and the pericardial effusion was monitored by echocardiography continuously. Since the effusion did not increase and the vital signs remained stable, no drainage was performed. The transseptal puncture was performed using an rf (radiofrequency) needle (boston scientific). Ablation was performed before pericardial effusion was confirmed. Steam pop was confirmed. Irrigation catheter¿s flow rate setting was 15ml during ablation, because smart touch sf catheter was used. Post-procedure echocardiographic monitoring showed no increase in pericardial effusion and vitals remained stable. So, the patient was followed up in ICU. The physician¿s assessment regarding health hazard was not-serious (moderate/mild). Physician¿s comment on the relationship between the event and the product: the patient had prior cardiac surgery, so the myocardium may have been more fragile than in healthy individuals. Mitral valve repair had also been performed, which limited catheter maneuverability. A small myocardial perforation may have occurred. Extension of hospitalization was noted. The cf monitoring methods used were dashboard, vector, and visitag. The visitag coloring setting was tag index, and visitag additional filter used was fot (force over time). The relationship with the product was causal. No abnormalities observed prior/during the product use. The information received indicated that the energy source used was rf (radiofrequency), and pfa (pulse field ablation) energy source was not used. One catheter was used during the procedure.